Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers radiofrequency (rf) head connector was loose. There was a loose rf connector on link electronic module (lem) board. It was also noted that the programmer had corrosion in multiple areas of programmer and was electrically out of specification. It was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's radio frequency (rf) head connector was loose. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.